Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the lack of stimulation in the back and pain wasn¿t determined and this happened once before and received adjustment then it worked. The hcp reported that nothing was done as of yet to resolve the issue. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. The patient stated that they think they needed to see a manufacturer's representative again and do whatever they had done in the past. The patient has their stimulation up to 500 and they aren't feeling stimulation in their back, only in hips and legs. The patient stated that their back is really helping. The patient stated that this all started happening after they had fallen and hurt their back and neck, so they have been to the healthcare provider (hcp), but the past few days stimulation hasn't been where it needs to be. The patient was forwarded to their hcp to page a local rep. The patient stated that the current issue has been going on for a couple of weeks, but the last few days have been worse. No further complications were reported or anticipated.